Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope identified that the tip was in good condition. However, it was found that distorted light was exiting the connector face and aiming beam light exiting the fiber tip was dim indicating an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, the connector face presented burn marks. Therefore, the reported event was confirmed. The DHR review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.

Event description:
It was reported that during preparation for procedure, the fiber was making abnormal noises and had damaged the debris shield. The procedure was completed using another fiber. There were no patient complications reported. Analysis of the returned device identified that distorted light was exiting the connector face and aiming beam light exiting. The fiber tip was dim indicating an internal connector fracture.